Event description:
Nellcor puritan bennett received a call from initial rptr on 9/28/1998. He called to report the following problem: unit fails self test. All leds light up and stay on with no audible alarms.